Event description:
Philips received a complaint by the customer on the v60 indicating that the joint of the bracket was old and unable to be angled correctly. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the joint of the bracket was old and unable to be angled correctly. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6) hospital.

Manufacturer narrative:
The customer replaced the "breathing pipe support" to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.